Event description:
Hcp reported the device system was removed due to an infection. A follow up report will be sent when additional info is received.

Event description:
Hcp reported the device system was removed due to an infection. A follow up report will be sent when additional info is received.